Manufacturer narrative:
Out of warranty; no manufacturer service requested.

Event description:
The customer reported the ventilator shut down and alarmed during operation. The customer reported the device was not in use on a patient, therefore there was no patient involvement. The customer reported the ventilator would restart upon startup into normal ventilation mode, and also observed a power fail occurrence. The customer consulted with a manufacturers product support engineer (pse) and reported the power supply was replaced to address the reported problem. The pse advised the customer to also evaluate the backup battery during performance testing.